Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5043549) in united states on 10-aug-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Consumer stated that after insertion she began having problems with pain and could not pick her kids up or move for many months until she had hysterectomy on (B)(6) 2012. She described that she still had problems caused from essure. She was going through menopause which was horrible. Follow-up information received on 20-aug-2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This event is serious due to required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, the patient had pelvic pain after insertion, until she underwent hysterectomy a few months later. Based on close temporal relationship and event's nature, causality with essure use cannot be excluded. Since an intervention was required, this case is regarded as incident. Based on the available information, there is no reason to suspect a quality deficit of the product. Further information has been requested.

Manufacturer narrative:
Follow-up received on 29-dec-2015: physician informed that will not fill essure health care provider general questionnaire. However, patient's medical records were provided. According to information received, on 21-oct-2011, a (B)(6) female patient who was not pregnant, had tonsillectomy in 1995, has family history of breast cancer (maternal grandmother), diabetes (maternal uncle), heart attack/diseases (maternal grandfather), and hypertension (mother), and does not smoke nor uses alcohol; had a pre-operative consult for essure insertion. She was currently using oral contraceptives and her periods were regular. Her last pap smear was performed on (B)(6) 2011 and her last abnormal pap smear was in (B)(6) 2009 ((B)(6) squamous cells abnormalities: ascus). No treatment was done and pap reverted to normal. Patient is allergic to ees (erythromycin), doxycycline, keflex, ceclor and bactrim and she took as concomitant medication zofran and pnv - safyral ocp daily. As gynecological condition, (B)(6) was reported. Patient had two healthy babies (both vaginal births), the first on (B)(6) 2009 and the second on (B)(6) 2011. On (B)(6) 2011, diagnostic hysteroscopy with essure micro-insert sterilization was performed. Toradol to induce the uterine and tubal relaxation and anesthesia were applied during insertion. There was no complication during procedure and patient tolerated it well. Successful bilateral placement at the level of ostia was achieved. Estimated blood loss was 5 ml. On (B)(6) 2012, patient returned with sharp, stabbing pelvic pain. According to reporter, patient has had persistent blq (as reported, understood as both lower quadrant) pain since (B)(6) 2011 essure placement precluding intimacy. In addition, it was described deep pain with sex, cramps with periods, pain (not cramps) with period, pain after period is over, pain lasting hours or days after sex. Normal menses reported. Patient was taking oral contraceptive. During pelvic examination, unspecified adnexal tenderness on right and left was found. During general examination, tender abdomen left lower and right lower quadrant was found. On (B)(6) 2012, patient was still having pain. Patient status post (B)(6) 2012 was diagnostic l/s - h/s (as reported) with benign findings for blq pelvic pain. In addition, it was informed that, post essure placement, tubal occlusion was confirmed by chromotubation. There was no evidence of insert perforation or extravasation and there was no known historic of nickel allergy. Patient was still with persistent blq sharp, persistent pain precluding intimacy. Normal daily function was reported. Patient stopped oral contraceptive and was not satisfied with current birth control method (tubal sterilization with essure) due to pelvic pain. On (B)(6) 2012, laparoscopic supracervical hysterectomy with bilateral salpingectomy was performed. Surgery findings showed a slightly enlarged boggy uterus, but otherwise without apparent uterine fibroids. Normal fallopian tubes status post essure placement and status post a negative laparoscopy in (B)(6) 2012 without adhesions and normal upper abdominal anatomy. Final hemostasis achieved. On (B)(6) 2012 patient was doing very well. Preoperative pain has resolved and postoperative pain was appropriate. Patient denied fever or vb (as reported, understood as vaginal bleeding) and is tolerating regular diet. During abdominal examination laparoscopic incision was well healed. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory autority) refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced sharp, stabbing pelvic pain / persistent blq pain / pain after period is over (previously reported as lots of pain). A laparoscopic supracervical hysterectomy with bilateral salpingectomy was performed. This event, seen as pelvic pain, is serious due to required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, the patient had pelvic pain after insertion until she had to have a hysterectomy six months later. Based on close temporal relationship and event's nature, causality with essure use cannot be excluded. Since an intervention was required to remove the device, this case is regarded as incident. Based on the available information, there is no reason to suspect a quality deficit of the product. Additionally, non-serious events were reported.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 02-nov-2015: essure consumer general questionnaire received. Consumer was (B)(6), no previous gynecological problems or procedures, no relevant history or concurrent condition. In (B)(6) 2011 she had essure inserted, 3 months postpartum. She did not remember to have used contraceptive back up and was not sure if she had a hysterosalpingogram performed. Within 2 weeks she had lots of pain that it did not stop until her hysterectomy to remove essure in (B)(6) 2012. She was not sure if she had diagnostics tests performed. Essure removal was done via laparoscopy and hysteroscopy. Essure was found in the tubes and she did not recovered from essure removal procedure. She was hospitalized and she has menopause at the age of (B)(6). Then the pain still came with ovaries so she had them removed in (B)(6) 2015. Her symptoms resolved after her ovaries were removed. She believed that essure caused her these issues. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced lots of pain. This event, seen as pelvic pain, is serious due to required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, the patient had pelvic pain after insertion until she had to have a hysterectomy six months later. Based on close temporal relationship and event's nature, causality with essure use cannot be excluded. Since an intervention was required to remove the device, this case is regarded as incident. Based on the available information, there is no reason to suspect a quality deficit of the product.